Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic cholecystectomy, while applying the device for the occlusion on a cystic duct, after the surgeon fired the clip, the jaws got stuck. The jaws did not open. The issue happened twice. The two clips were able to load and formed properly, but after firing, the jaws did not open. After many tries, the jaw finally opened but the surgeon asked for another device to be opened. There was no patient injury.